Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle hub stuck in serter. Customer's blood glucose at time of incident was 72 mg/dl. Customer reported neither needle hub nor sensor is inside serter. Customer reported catch arm is not bent. The customer was advised to return the serter and complete sensor. The customer was advised that we are replacing serter and sensor. The customer also reported via phone that there is blood in site on the sensor insertion. Customer's blood glucose was 72 mg/dl. The customer was advised to removed sensor and found out that the sensor is bent. The customer was advised to change sensor. The customer was advised to insert sensor in a different location and monitor site. The customer has already changed out sensor.